Event description:
It was reported that two drill bits broke during surgery. No pieces fell in the patient. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign: canada multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02214. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Proposed component code: mechanical (g04)- drill. Visual examination of the returned product identified etch locations are worn. Devices show wear to the flutes and attachment point. Flutes are dull, nicked, and gouged from previous use. Drill bit is confirmed to be fractured. No other damage is noted. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.